Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior inspection revealed bubbled plastic and burn marks on metal prong. A multi-meter was used to test connectivity on all three cables and they were reading between 0.03 and 0.05 ohms. An internal inspection revealed burned spots around metal prongs. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power cord plug. The burned power plug was noticed during regular inspection. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The plug was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 1300 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. A fresenius regional equipment specialist (res) replaced the complete power supply to resolve the issue. The biomed reported that the machine has been returned to service without issue. It was confirmed that no parts were available for return to the manufacturer.